Event description:
It was reported that front-end of biorci screw broke during surgery. Finally, a backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One 8x25mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 5 mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. As reported the screwdriver was removed from the screw during insertion then re-inserted this likely caused partial engagement leading to the distal end of the screws breakage. Per the device IFU ¿place the biorci screw securely on the screwdriver such that the screwdriver is fully engaged. Pass the screw and driver over the guide wire and into position. While applying tension to the graft, engage the screw until firmly fixed between the tunnel and the graft¿. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.